Event description:
It was reported the patient has not recharged his ipg or used his scs system since 2012. He patient stated the ipg was not recharged because he experienced a shocking sensation at the ipg site while recharging the ipg(reference MFR. Report: 1627487-2014-22022). The ipg is unable to communicate with the external devices. Surgical intervention may be pending to address this issue. The date of the event is unknown.

Manufacturer narrative:
UDI (di): (B)(4). This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.